Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met, the wds was released. After release from the core wire, the physicians noted that the closure device completely shifted sideways and proximally. The physician used a non-boston scientific (bsc) grasping device to remove the closure device. A new 35m wds was prepared and successfully implanted in the laa in a more distal position. There were no further complications reported.